Manufacturer narrative:
Additional narrative: patient information not available for reporting. Additional product code ¿ max. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 23.nov.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the t-pal spacer handle would not hold the implant steady / straight when attempted to be inserted. The handle reportedly seemed worn. Another handle was available for use and the surgery was successfully completed with no surgical delay. There was reportedly no patient harm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: received on article of applicator outer shaft, part 03.812.001, for manufacturing investigation. The article is in a used condition, the head of the instrument is deformed. It was reported that the handle is no longer able to hold the implant steady/straight during insertion. It seems like the handle is very worn out. The surgery was not prolonged. No information about patient condition received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The head of the applicator outer shaft 03.812.001 is worn-out / damaged. The hardness was tested on the shaft of the damaged part and was within specification. When the applicator knob 03.812.004 on the applicator outer shaft 03.812.001 is not tightened completely it will allow that the trail implants can move in the head of the applicator outer shaft. This movement caused the wear and damage. Therefore a mishandling cannot be excluded. Further a functional test with the applicator inner shaft 03.812.003 and the applicator knob 03.812.004 was conducted. Those instruments are the counterparts and are used together with the applicator outer shaft. The function between them is not affected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.